Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?---unk. Lot number?--unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)?--unk. How was the suture placed (interrupted or continuous)?--unk. How was the suture originally tied (multiple knots, square knot, etc.)?--unk. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?--unk. Other relevant patient history/concomitant medications?--unk. Please describe any medical/surgical intervention required for this suture event including dates and results. --unk. Were cultures performed? Results? --unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?--unk. What is physician¿s opinion as to the etiology of or contributing factors to this event?--unk. Current status of patient?----the patient's wound healed well. If there was follow-up report, we will update the information. Are there any photos of the necrosis available?--no. Once there is any update, we will update the information.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Lot number? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Please describe any medical/surgical intervention required for this suture event including dates and results. Were cultures performed? Results? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? Current status of patient? Are there any photos of the necrosis available? Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an open reduction of posterior lumbar 2 vertebral fracture and internal fixation with 1-3 nail-rod system on (B)(6) 2021 and a barbed suture was used to suture the deep fascia. Eight days post-op, wound secretion and poor healing of the incision were found. After 3 days, the patients was re-treated with debridement and drainage of the lumbar and back. Necrosis of the fascia tissue was found during the operation. The was removed and suture was replaced with a different suture. At present, the incision healed well without wound secretion. Additional information has been requested.

Event description:
It was reported that a patient underwent an open reduction of posterior lumbar 2 vertebral fracture and internal fixation with 1-3 nail-rod system on (B)(6) 2021 and a barbed suture was used to suture the deep fascia. Eight days post-op, wound secretion and poor healing of the incision were found. After 3 days, the patients was re-treated with debridement and drainage of the lumbar and back. Necrosis of the fascia tissue was found during the operation. The was removed and suture was replaced with a different suture. At present, the incision healed well without wound secretion. Additional information has been requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Lot number? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Please describe any medical/surgical intervention required for this suture event including dates and results. Were cultures performed? Results? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event? Current status of patient? Are there any photos of the necrosis available? Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 ¿g/m.